Event description:
Patient had right breast silicone implant inserted approximately in 1982 for breast asymmetry. Over the years the breast became hard and started to cause pain. Patient presents to hospital on (B) (6) 2009 for complaint of leaking/bleeding right breast implant. By history, the implant is believed to be a dow corning implant. Procedure: right needle localization biopsy; explantation of silicone implant, radical capsulectomy; insertion of saline implant, reposition of right breast. Post op diagnosis: leaking silicone implant right breast; calcific capsular contracture; malposition of breast; deformity of breast; suspicion for mass.